Event description:
Urolift implemented despite 90cc prostate and existence of median lobe. Consequence - retention, catheter 4 days, sepsis, biofilm on capsular tabs which cannot be removed. Biofilm will remain until death and requires 1000 mg of antibiotic everyday to hold in check. The procedure should not be allowed on individuals with enlarged (80 mg) prostates and/or median lobes. I would like a response to this complaint as urolift will no longer respond to my requests for assistance. FDA safety report ID# (B)(4).